Event description:
Radial keratotomy on both eyes resulted in adverse vision effects including multiple vision, halos, ghosting, loss of acuity, frequent vision changes and other. Vision problems have continuously increased since the surgery. Presently I am os +1.00, od +6.00. Presently os is stable with respect to change but od continually worsens.